Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis without the proximal part of the device including the midshaft and the hypotube shaft. The stent detached and was not returned for analysis. The crimped stent was detached from balloon. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were disturbed from their folded positions and blood was present inside the balloon chamber. The complaint report states that the balloon burst during procedure. This could not be verified by inflating the balloon as the proximal part of the shaft was detached and not returned with the device. However the presence of blood inside the balloon chamber suggests that the device leaked possibly in the balloon area due to the amount of blood evident inside the chamber. The bumper tip of the device showed no signs of damage. A visual and tactile examination found the inner broken at 242mm and the outer broken at 264mm from the bumper tip of the device. This type of damage is consistent with excessive tensile force being applied to the delivery system. The proximal part of the device including the midshaft was not returned for analysis. The hypotube shaft was not returned with the device for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent inadequate apposition, balloon rupture, and shaft break occurred. The target lesion was located in the left circumflex artery. A 4.00x12mm promus premier drug-eluting stent was advanced to treat the lesion. However, during procedure when the stent was halfway deployed, the balloon ruptured and the shaft broke. The physician wedged a balloon catheter against the stent and inflated it. The physician then pulled the whole thing out. The balloon catheter was advanced again and post dilated the stent that was halfway inflated. The stent was successfully implanted. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent inadequate apposition, balloon rupture, and shaft break occurred. The target lesion was located in the left circumflex artery. A 4.00x12mm promus premier drug-eluting stent was advanced to treat the lesion. However, during procedure when the stent was halfway deployed, the balloon ruptured and the shaft broke. The physician wedged a balloon catheter against the stent and inflated it. The physician then pulled the whole thing out. The balloon catheter was advanced again and post dilated the stent that was halfway inflated. The stent was successfully implanted. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.